Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device bar code reader could not identify the vial. The vial was filled with an unspecified concentration of hydromorphone. At an unspecified time, the customer contact reported that the vial was loaded into an unspecified patient controlled analgesia (pca) pump. At this time, it was reported that the pump could not read the MFR applied label on the vial. After an unspecified length of time, the physician was notified. The customer contact reported the physician ordered the patient's pca therapy to be changed to an unspecified concentration of morphine. At un unspecified time, the morphine therapy was initiated. No specific details were provided. The customer contact did report a delay in therapy; however, there were no reported adverse patient effects. Though requested, no additional information was provided.